Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a trial patient had experienced infection following implant. The patient reported pain at the lead incision site. The device was explanted. The patient was hospitalized and was given IV antibiotics due to sepsis. There was no further report of complications.